Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure that utilized a paragon 28 phantom intramedullary nail. The lapidus nail was reported to have broken post-operatively at the distal cuneiform hole. Radiographic images was not provided by the initial reported and the nail is not expected to be returned.